Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet displayed a fully unresponsive touchscreen following the appearance of a slight crack on the top portion of the screen, consistent with a device problem of unresponsive controls and involving the touchscreen component; the user was instructed to restart via the mobile app and check for updates, but the screen remained unresponsive, and the user transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen component presenting as unresponsive keys or buttons. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.